Event description:
During review of medical records the pt was admitted to a hospital in (B)(6) 2014 with server e.coli peritonitis that was successfully treated.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device evaluation: actual, companion and/or alternative samples are not available to be evaluated, therefore the complaint is deemed as unconfirmed. The actual device involved was not available to evaluation and the specific lot number was not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. Lot history reviews were conducted for the identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria.